Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The attachment device was taken apart and it was noted that excessive force was applied, and medical debris was observed in the locking mechanism assembly which prevented the lock tabs from releasing the cutter device which in turn, caused the failure. The piece of the cutter device was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of which the cutter device was received. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the cutter device was stuck inside the attachment device. During in-house engineering evaluation, it was determined that a piece of the cutter device was broken off and stuck inside the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.